Manufacturer narrative:
(B)(4). The lot numbers was not provided. Therefore, no manufacturing date is available.

Event description:
It was reported that after one day of patient use, a tracheal tube cuff deflated. A doctor inflated the cuff again with the same result. The tube was then exchanged for a new device. The tube was tested prior to use. There was no patient harm reported. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). One tracheal tube was returned for investigation. An inflation deflation test was performed. Air was applied to the cuff and the cuff then deflated. The cuff was submerged in water and found a cut in the inflation line. All manufacturing controls were reviewed and found acceptable and effective to detect the reported failure mode. All products undergo an inflation deflation test. If a defective product is found it is removed from the lot. A cut of this magnitude at the time of manufacturing would have been detected during testing. The cut in the received sample is not related to the manufacturing process.